Manufacturer narrative:
The cryosolutions set with 1 cartridge/1mm tip (33510) was not returned to the manufacturer; therefore, an evaluation of the device could not be performed. Serial number was provided; manufacturing records were reviewed and no abnormalities related to the reported issue were identified. Per the provided images, the item had gouges on the control mechanism from using tools to overtighten the device. The product serial number indicates a manufacturer date of 2017. The issue of gas escaping may be the result of a damaged o-ring from overtightening with tools or wear. Per the product instructions for use (IFU), " pin must be fully inserted into the pin insertion point before attaching the cartridge. Cartridge must be aligned properly prior to assembly. Do not employ excessive force when connecting the cartridge to the control mechanism. Do not remove cartridge until empty. Center tip prior to screwing into place. Do not over-tighten". A safety advisory was previously initiated by the product legal for certain lots of cryosolutions cartridges. A lot of the cartridges used in this event was not provided. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that before a procedure was performed, the cartridge of the cryosolutions set with 1 cartridge/1mm tip (33510) was attached to the tip and gas leaked from the pen. When the cartridge was fully on and tight, the gas continued to leak out of the holes around the cartridge tip, even though the lever was not being pushed down. There was no patient involvement; thus, no injury, death or surgical delay was reported.